Event description:
Complainant alleged that while treating a pt (age & gender unknown), the devie advised shock three times, however, it only charged and delivered one shock. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.